Event description:
The customer reported the cap piercer of a unicel dxc 680i synchron access clinical system was leaking onto sample tube caps. The leak was contained to the instrument. The operator was wearing gloves, glasses, and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the cap piercer blade wash. The fse replaced the cap piercer three-way solenoid waste valve to correct the leak. Bec internal identifier for this report is (B)(4).